Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was found to be deployed in the hub and proximal end of the microcatheter. The distal end of the (stent delivery wire) sdw was noted to be significantly kinked. There was no damage noted to the distal end of the introducer sheath. There was no damage noted to the stent after deployment. There were no anomalies noted to the returned microcatheter. During the functional inspection the stent was deployed from the proximal end of the catheter by advancing a 0.0160 patency mandrel from the distal end of the microcatheter, no friction was experienced during the patency test, and the stent deployed without difficulty. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent premature deployment was confirmed during the device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned and it was confirmed that the stent had been prematurely deployed within the hub of the microcatheter, however it was also deployed within the proximal shaft of the microcatheter. The sdw was noted to be significantly kinked at the distal end. It is probable that there were difficulties encountered during the stent transfer causing it to prematurely deploy when the stent had been partially advanced into the microcatheter hub, causing premature stent deployment and damage to the sdw. An assignable cause of procedural factors will be assigned to the reported event of the stent deployed prematurely during transfer and to the analyzed damage stent deployed prematurely during use and sdw kinked/bent, as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The device was returned for analysis and the investigation of the device revealed that the stent (subject device) prematurely deployed half in the hub and half in the catheter. No clinical consequences were reported to the patient due to this event.